Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. He device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the MRI powerport isp. It was reported that prior to the procedure that the tubing was found to be leaked. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the MRI powerport isp. It was reported that prior to the procedure, that the tubing was found to be leaked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows an unsealed tray containing one catheter attached to a powerport and other few components. The second photo shows the closer view of a catheter held by a clinician. No anomalies could be noted as the highlighted portion appears to be blurred and unclear. The investigation is inconclusive for the reported fluid leak issue as the photo/evidence provided is unclear which is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.